Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a >50mm abdominal aortic aneurysm. An aortic cuff aexch242440 was also implanted. It was reported that on the of an angiogram performed 8 years later , it was noted that the patient had a type ia endoleak. It was reported the aortic cuff aexch242440 had migrated. Intervention took place 6 days later, an endurant cuff etcf2525c49e <(>&<)> endoanchors were implanted to resolve the ia endoleak <(>&<)> migration. It was noted during this intervention, a type iiib endoleak was observed in the anuerx bifurcate main body graft.  The physician realigned and implanted endurant limbs and extended them equally proximally to prevent the leak.  At the end of case there was still a type iii leak but there was significantly less leakage. As per the physician the cause of the ia endoleak was anatomy and noted the aortic neck widened. No cause of the iiib endoleak was reported. No additional clinical sequelae were provided and the patient will be monitored.